Event description:
A patient reported during their last dental visit that they were diagnosed with periodontal gum disease, and they believe it is a result of them grinding with these aligners on for so long. The patient also stated they had their deteriorated gums cleaned.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.